Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right atrial (ra) atypical flutter procedure, the patient went into sino-atrial block. The physician was ablating in postero-lateral part of ra and the patient went in sino-atrial block. The patient was stimulated with a coronary sinus (cs) catheter to maintain a rhythm. The procedure was aborted, and a response catheter was left in the cs and connected to an external stimulator until the patient recovers to his own rhythm or until pacemaker implantation.